Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: analysis and results- there are no previous complaints of this code-batch. We have received one open and unused sample with the needle detached from the thread and the thread is still wound on the pack. However, without any closed sample we cannot carry out an analysis in order to make a decision. Review of the batch manufacturing record showed this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Needle attachment results before releasing the product were 5.34 kgf in average and 4.03 kgf in minimum and fulfilled the requirements of b. Braun surgical (bbs requirements: 3.30 kgf in average and 1.80 kgf in minimum). Final conclusion - in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it.

Event description:
It was reported that the needle was detached from the suture prior to patient use. This was noted when opening the pack; the product was not used and there was no patient harm. No further information was provided.